Event description:
It was reported that during a laparoscopic gastric bypass, the device was working and it stopped working while using the handswitch as there was no footswitch available. They changed out the disposable and it worked fine. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. The device was tested on a generator and found to be functional; the hand activation assembly buttons worked properly. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue.